Event description:
The facility representative reported a flogard infusion pump with a 49 failure code. It is unknown when this condition occurred in the emergency room. The facility representative did not know if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "fc 49" was confirmed during device evaluation. The cause was due to defective main batteries which were replaced and all the configuration option settings were reset as per service manual to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.